Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the knife blade of the device would not retract. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lymph node biopsy, the trigger was pulled, then the knife did not return even though releasing the hand. The knife was not stored without manual advancement of the trigger. It was unlikely that the tissue was hard or thick, tissue stacking on the proximal part, or grasping of foreign material. Also, the sealing time until the event occurred was as usual. The event was resolved when lf1937 was replaced. There was no patient injury.